Event description:
Customer reported the v series monitor displayed no ECG waveforms, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system. Corrections included removing and reseating the monitor from its docking station and reseating the cables, and proper function was confirmed.